Event description:
(B)(4). Pain and numbness in my lower abdomen and pelvic regions, blurred vision, night sweats, panic/anxiety attacks, 7 to 10 day menstrual cycle with excessive bleeding and clots.